Event description:
I had the essure procedure done on (B)(6) 2011 and went back for the hsg test on (B)(6) 2011 and was told that my tubes were completely blocked. I missed my period (B)(6) 2011 and took two home pregnancy tests on (B)(6) 2011 which came back positive. I went to the doctor, the same day and they did a test and ultrasound and told me that I was 6 weeks and 5 days pregnant and the baby is in the uterus and they can't find the coil that is supposed to be blocking my left tube, however my right tube is still blocked.